Manufacturer narrative:
PMA/510(k) #: k163468. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer deployed stent when they got to the end there was a clinking sound, and when removed they could see the end was frayed, still inside the patient.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Component code (annex g): g04122 ¿ stent. PMA/510(k) #: k163468. Device evaluation: the evo-22-27-12-d device of lot number c1700212 involved in this complaint device was not returned for evaluation. With the information provided document based investigation was conducted. Several attempts were made to obtain additional information and device return status. However, no response has been received to date. If it is returned in the future then the file will be updated accordingly. Documents review including IFU review: prior to distribution all evo-22-27-12-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-22-27-12-d device of lot number c1700212 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1700212; upon review of complaints this failure mode has not occurred previously with this lot #c1700212. The instructions for use ifu0053-10 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the limited available information. A possible root cause could be attributed potentially to tortuous path. It is possible that during deployment tortuous path may have caused a build-up of pressure causing flexor kink. It may be noted that due to limited information provided its assumed that the complaint description "during the procedure there was a clinking sound and when removed they could see the end was frayed" indicates flexor. However, as the device was not returned for evaluation and due to limited information provided the cause of this complaint could not be conclusively determined. Summary: customer complaint is confirmed based on customer testimony. The patient outcome is unknown, as no information was provided. Complaints of this nature will continue to be monitored for potential emerging trends.